Event description:
While pt was attached to hip traction. The brace allegedly ripped at the sewn seam. Allegedly resulting in sudden release of counterweight (25#). Pt was startled and began to cry. Pt allegedly stated their back hurt more. New traction belt (of different variety) was issued. Extra pain medication was administered.